Manufacturer narrative:
The customer¿s report that the filtered extension set separated was confirmed as received. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components visual inspection confirmed that the set was separated at the engagement between the micron filter¿s outlet spigot and tubing sleeve. No damages or other anomalies were observed throughout the set. Closer inspection under a lab microscope observed no solvent at the engagement. No functional testing was performed due to the customer¿s report being confirmed. The root cause is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that when a nurse was about to luer lock the opdivo ivpb infusion (primed with secondary line) med port to patient¿s primary line, one part of the tubing detached from the filtered extension set. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the filtered extension set just separated during infusion.